Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurse was having issues rewarming the patient in an arctic sun device. Per ttm report, biomed had the arctic sun device with a note from rn stating, just not working, sn #(B)(6). Informed biomed and ts the case notes state, discussed swapping out device since it was not actively rewarming the patient. The device did not seem to be making warm water as water temperature (wt) would not go above 26c. Transferred to ts for proper handling. Per review of wo on 30jan2025, update 01/27, biomed performed a functional check and passed, the only alerts in the event log was 14(patient temperature 1 probe out of range) and 15 (unable to obtain a stable patient temperature), recommended downloading the data file to review but the biomed said they were returning it to the floor since the reported issue of not heating was not reproduced.

Manufacturer narrative:
Conclusion: the reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Recommended downloading the data file to review but the biomed said they were returning it to the floor since the reported issue of not heating was not reproduced. Per follow up information received via task on 03apr2025, further troubleshooting completed with technical support. Biomed performed a functional check and passed, the only alerts in the event log were 14 and 15, recommended downloading the data file to review but the biomed said they were returning it to the floor since the reported issue of not heating wasn't reproduced. Spoke to biomed, who could not provide unit device was sent from. They did not have patient information. A review of the risk document, dfmea ra2800010, revision 23, was performed for this investigation. The reported event is addressed in step # ra15. Based on this review the risk is within the expected range. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurse was having issues rewarming the patient in an arctic sun device. Per ttm report, biomed had the arctic sun device with a note from rn stating, just not working, sn # (B)(6). Informed biomed and ts the case notes state, discussed swapping out device since it was not actively rewarming the patient. The device did not seem to be making warm water as water temperature (wt) would not go above 26c. Transferred to ts for proper handling. Per review of wo on 30jan2025, update 01/27, biomed performed a functional check and passed, the only alerts in the event log was 14 (patient temperature 1 probe out of range) and 15 (unable to obtain a stable patient temperature), recommended downloading the data file to review but the biomed said they were returning it to the floor since the reported issue of not heating was not reproduced. Per follow up information received via task on 03apr2025, further troubleshooting completed with technical support. Biomed performed a functional check and passed, the only alerts in the event log were 14 and 15, recommended downloading the data file to review but the biomed said they were returning it to the floor since the reported issue of not heating wasn't reproduced. Spoke to biomed, who could not provide unit device was sent from. They did not have patient information.